Event description:
Additional information received reported that the patient experienced a fever and pain while urinating, cloudy/pus in urine with pain in the left kidney; all worsening symptoms.

Event description:
Additional information received reported the patient also experienced night sweats with the urinary tract infections. Additional intervention on (B)(6) 2011 included daptomycin 350 mg, which was given consistently with an addition of ceftriaxone.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a urinary tract infection. The patient symptoms were burning during urination, cloudy urine and a positive urinary analysis and culture. It was noted as a worsening or exacerbation of a preexisting condition. Intervention was noted as the patient was given oral antibiotic medications in (B)(6) 2012, including bactrum 800 mg for 7 days, doxccyline 100 mg bid for 10 days, trimpex 100 mg qd. The patient was also given amoxicillin 500 mg in (B)(6) 2012 and cipro for worsening condition. The patient outcome was noted as ongoing event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3093-28, lot# v660708, implanted: (B)(6) 2011, explanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
Additional information received reported that intervention also included the addition of a PICC line, levaquin 500 mg qd.